Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation manifested by cloudy effluent. The patient was hospitalized and treated with unspecified medication (intraperitoneal) for the event. The cause, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.